Event description:
It was reported that the patient stated this inflatable penile prosthesis (ipp) was not working properly. An ultrasound was performed, and it was noted that the reservoir was empty. A revision surgery has been scheduled. There were no patient complications reported.

Manufacturer narrative:
Additional information updated: b5: describe event/problem. B7: other relevant history. D6: explant date. H6: device codes, impact codes.

Event description:
It was reported that the patient stated this inflatable penile prosthesis (ipp) was not working properly. An ultrasound was performed, and it was noted that the reservoir was empty. One month later, the patient underwent a revision surgery, during which a rupture in the connecting tube between cylinders and pump was identified; therefore, both components were removed and replaced. There were no patient complications reported.